Event description:
It was reported that there was a problem with the atrial lead and the patient was hospitalized for a lead check. During the lead check, it was noted the right ventricular (rv) lead exhibited dimished sensing. When the physician attempted to engage the setscrew of the device during the lead revision procedure, there was difficulty engaging the setscrew. After the lead was released, the physician attempted to re-engage the setscrew and "felt the wrench go all the way in the header in a fashion that wasn't normal" and noted there was suspected damage to the rv port of the device header. The device was explanted and replaced, and the leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns.product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found and missing set screw. (B)(4).